Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 for sui and prolapse and mesh was implanted into the patient. It is also reported that the patient had the bioarc sp sling; (B)(4) and ans - intexen matrix (B)(4) implanted. No clarifying information has been provided. It is further reported that the patient experienced pain, erosion of internal tissues, infection, worsened incontinence, dyspareunia and urinary problems, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - dyspareunia; urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).